Manufacturer narrative:
The event device is anticipated to be returned to applied medical for evaluation. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: laparoscopic right colectomy. Event description: rep. Was present for the case. Both the obturator and cannula bent upon insertion of the trocar into the abdominal tissue. The location of the bend was in the middle of the trocar. Per the rep., the obturator broke in half, and was inside the cannula at the time of the incident. Difficulty during insertion was experienced. The trocar was an ancillary port. To complete the case, the trocar was replaced with another ctf03, which was able to complete the case without any further issues. There was no patient injury and the product is expected to return. Additional information received via e-mail on 06feb2020 from applied medical account manager associate: "I¿m not sure if it was really a clean break, I would say no. No pieces fell inside of the patient." Type of intervention: replaced to a new ctf03 to complete the case without any further issues. Patient status: no patient injury occurred.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant's experience of a bent trocar. The cannula and obturator were partially fractured at the bend; however, they were still connected at a single location. Engineering measured the wall thickness of the cannula and obturator, and both met specifications. Based on the condition of the returned unit and the event description, it is likely that the reported event was caused by a high insertion force that was applied to the trocar during insertion. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level. The event was determined to be reportable based on the original description of the event. However, upon evaluation of the event unit, the event is not reportable as a bent cannula or obturator is unlikely to cause or contribute to death or serious injury.

Event description:
Procedure performed: laparoscopic right colectomy. Event description: rep. Was present for the case. Both the obturator and cannula bent upon insertion of the trocar into the abdominal tissue. The location of the bend was in the middle of the trocar. Per the rep., the obturator broke in half, and was inside the cannula at the time of the incident. Difficulty during insertion was experienced. The trocar was an ancillary port. To complete the case, the trocar was replaced with another ctf03, which was able to complete the case without any further issues. There was no patient injury and the product is expected to return. Additional information received via e-mail on 06feb2020 from applied medical account manager associate: "I¿m not sure if it was really a clean break, I would say no. No pieces fell inside of the patient." Intervention: replaced to a new ctf03 to complete the case without any further issues. Patient status: no patient injury occurred.